Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sterile paper got torn/ broke and came in contact with the implant and made the implant non-sterile.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> based on the review, the complaint packaging was manufactured according to specification during the depuy synthes manufacturing process. As all in-process inspections were conducted and passed, and due to no similar issues found in the DHR review, and no similar complaints, ncs or capas within an 18-month timeframe, the root cause cannot be determined relating to the packaging used with product code 960005, work order 9258699. Based on this review, no further action is required at this time, however further occurrences of this failure mode will be monitored h10 additional narrative: corrected: h3, h8